Manufacturer narrative:
Analysis of the returned percuflex ureteral stent revealed that the pouch was not properly sealed during the manufacturing product packaging process. There is no evidence to indicate the stent pouch was sealed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that upon unpacking a percuflex urinary diversion stent intended to be placed in the patient, it was discovered that one of the sterile bags had already been opened; it was not sealed. The procedure was successfully completed using another percuflex urinary diversion stent, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that upon unpacking a percuflex urinary diversion stent intended to be placed in the patient, it was discovered that one of the sterile bags had already been opened; it was not sealed. The procedure was successfully completed using another percuflex urinary diversion stent, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.